Manufacturer narrative:
This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60/61, and 510k/PMA/bla of bl125679. Section a patient information: no patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity s hiv ag/ab combo results. The customer stated 9 samples tested alinity s hiv ag/ab combo repeatedly reactive. Confirmatory testing resulted negative with geenius hiv 1/2 confirmatory assay and murex hiv ag/ab combination. No impact to patient management was reported.

Event description:
The customer observed false reactive alinity s hiv ag/ab combo results. The customer stated 9 samples tested alinity s hiv ag/ab combo repeatedly reactive. Confirmatory testing resulted negative with geenius hiv 1/2 confirmatory assay and murex hiv ag/ab combination. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation of lot 71610be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity s hiv ag/ab combo reagents in the field was reviewed using data gathered from customers worldwide. Specifically, regarding reactive rates and specificity across takeda manufacturing (austria), applicable peer sites and across a whole blood and plasma group. Performance of lot 71610be00 is comparable to prior lots tested for all reviewed groups. Lots 71610be00 is performing better at the customer site than the other groups reviewed, however the lot is performing within product requirements for all groups. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue, deficiency, or malfunction of the alinity s hiv ag/ab combo reagent lot 71610be00 was identified. Since the specificity performance in customer´s laboratory is within product requirements, the device met performance specifications and performed as intended at the customer site.